Manufacturer narrative:
A visual examination of the device revealed the snare loop to be retracted into the sheath. Approximately 3.5 cm of the outer sheath adjacent to the strain relief was found to be torn and kinked. A functional evaluation was performed by extending and retracting the snare loop with much resistance due to the sheath damage. The loop extended fully out of the sheath. Loop width was measured to be approximately 2.5 cm, specification is 21 mm minimum. The condition of the return unit was consistent with the complaint incident that the snare loop was difficult to extend. It remains unknown if the defect occurred due to customer handling/prep of the device or procedural factors. Because the problem was noticed during the procedure inside the patient, the most probable root cause is operational context. A device history record (DHR) review of lots 14662948 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14662948.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure the snare would not open to retrieve the wire. The proximal end of the catheter near the handled was kinked. Attempts to work out the kink were unsuccessful. The procedure was completed with a different snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Based upon the investigation results this is now deemed a reportable event.